Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/28/2020. H.6. Investigation: bd received 15 citrate tubes of lot number 0100184 and 15 citrate tubes of lot number 0167174 and 2 photos for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes was overfilled. The following information was provided by the initial reporter: "it is reported customer is experiencing over filling. (6 of 8). New complaints were created due to new information provided by customer in pr (B)(4) information request. New info received, - "first occurrence 8/21/2020 throughout 8/27. Original verbiage. Original verbiage, - "they are filling all the way to the top passing the line required for blood draw.".

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0100184, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 0167174, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes was overfilled. The following information was provided by the initial reporter: "it is reported customer is experiencing over filling. (6 of 8) new complaints were created due to new information provided by customer in pr (B)(4) information request. New info received, "first occurrence (B)(6) 2020 throughout (B)(6). Original verbiage. Original verbiage, "they are filling all the way to the top passing the line required for blood draw."